Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There was no manufacturing or quality inspection deficiency detected with the returned components that would contribute to the reported needle to cuff miss experience. A cuff-miss can be influenced by many factors including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to inspection during manufacturing. A review of the lot history record did not reveal any relevant nonconforming material record associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality. Based on the inspection criteria and the analysis of the returned components the reported needle to cuff miss could not be confirmed and no cause could be determined.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure the right common femoral artery after a diagnostic procedure. Reportedly, when the plunger was retracted, no suture was present. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.